Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2023 in the lvad configuration had an adverse event on (B)(6) 2022. Patient presented on (B)(6) 2023 with new eyelid bleeding, no significant neurological symptoms. The patient had a mild clonus for several weeks. The patient had been supratherapeutic on ptt in days prior to this incident, following outflow cannula graft stent procedure. At the time of the event and following the event, a stable, small fibrin strand was noted on in the outflow cannula.

Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient at the time of the event was in use from (B)(6)2023 until (B)(6)2023 we have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.